Event description:
It was reported that the potassium sensor was not working during cardiopulmonary bypass surgery. No pt injury was reported.

Manufacturer narrative:
The cdi 500 monitor was returned for repair due to potassium in vivo inaccuracies. The monitor was cleaned and decontaminated. The arterial blood pressure sensor head assembly was replaced. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.